Manufacturer narrative:
Each event problem code (pt/device code) addressed in labeling? Yes. Direction for use and cs-3000 operator's manual contain statements regarding adverse effects that may occur. Info in section f titled for use by user facility/distributor-devices only is provided by the MFR. No user facility report received. Continuation from section h: device manufacturers only: evaluation code conclusion: 70 (device discarded, unable to follow up). Manufacturers investigation: after initial info was obtained, fenwal's assistant medical director called medical director from subject account to obtain further info. Specific questions were asked regarding administration of epinephrine. Epinephrine was administered at donor's request because donor has a history of allergies to bee stings. Donor had epinephrine with her. Used sample was not available for evaluation purposes. Rast-eto testing was offered. Blood samples will be drawn by subject account and sent for testing. Unless substantially significant info becomes available, this constitutes a final report. 21 cfr 803 & 310 requires that this report be filed whenever there is an allegation that a reportable incident has occurred. Some info contained herein has been supplied by others. Significant additional facts may be relevant to alleged incident. It is no possible to conclude from this report whether or not medical device or drug caused or contributed to an alleged incident. ***therefore, this report must not be interpreted as an admission of fact or liability.***

Event description:
On 8/29/97 approximately one hour into the plateletpheresis procedure donor complained of hives on body, swollen face and difficulty breathing. Procedure was discontinued. Donor received epinephrine. Donor quickly recuperated. Donor was released in good condition. This donor had donated 8 times before with no problems reported. This is a 35 year old female weighting 195 pounds. Reporting source requested to have donor's blood tested for rast-eto. Blood will be drawn and blood tested. Fenwal's assistant medical director called medical director from subject account to investigate this case on 9/15/97. Medical director from subject account explained that donor was treated with empinephrine at request of donor who has a known allergy to bee stings and is a frequent user of ephinephrine. Donor was carring epinephrine in car and one of nurses went out to car and got medicine. Two weeks before this donation, donor was treated for bee sting with epinephrine. Since then, she carries this medication with her. Medical director from subject account was not sure if this treatment was really needed as it related to a possible eto reaction, but decided to five medicine to donor just in case it was due to her allergy history. This event is being reported on a 3500a because donor received medical intervention, in form of epinephrine.